Manufacturer narrative:
(B)(4). PMA/510(k) number: preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a fistulogram, the bentson straight fixed core wire guide was unable to be removed from another manufacturer's balloon catheter until it was outside of the patient's anatomy. The wire guide was removed by removing the balloon that the wire was placed through. The green coating of the wire guide was observed to be detached from the wire. Another device was opened and used to successfully complete the procedure. No kinking was noted prior to use of the wire guide; resistance was encountered during removal. The wire guide coating was activated prior to use by dipping the wire in heparinized saline. The wire was placed in a basin with heparinized saline while not in use throughout the procedure. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the wire was elongated 3 mm in length, starting at 13.07 cm from the distal end. The coating was missing a distance of 5 mm, starting at a length of 127.9 cm from the proximal end of the device. A bend was noted at a length of 100.5 cm from the proximal end. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.